Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the electrical resistance and cross continuity test results were within specification.

Event description:
It was reported that the right ventricular (rv) pacing lead threshold levels increased shortly after implant. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).